Event description:
Related manufacturer report number:1627487-2023-02434. It was reported that the patient was experiencing inadequate therapy and high impedance from their drg leads. Surgical intervention was undertaken (B)(6) 2023 wherein the patient's drg leads were explanted and replaced. During the surgery the patient was also implanted with an scs system for additional pain coverage. Therapy was restored post operatively.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The patient was experiencing inadequate therapy and high impedance from their drg leads. Surgical intervention was undertaken wherein the patient's drg leads were explanted and replaced. During the surgery the patient was also implanted with an scs system for additional pain coverage. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.